Event description:
Hcp reports patient to have revision of pump after 1 year implant duration due to underinfusion. During a drug refill, the hcp withdrew all 18 cc's of drug. The hcp could aspirate csf at the sideport. The pump was refilled. No additional information on patient symptoms or outcome were available at the time of this report. A follow up report will be sent when additional information becomes available.